Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an ¿insulin expired¿ alert on the ilet and, during troubleshooting, disclosed a low blood glucose event reported at 52 mg/dl after a supply change, while also reporting use of meal announcements to address high glucose reported at 249 mg/dl despite the ilet running its corrections algorithm and using juice to treat lows; the event involved user technique and the user interface. Symptoms include nausea associated with hypoglycemia, hyperglycemia. Outcomes included minor illness/impairment and the need for oral glucose as an unexpected medical intervention. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, identified a usage issue related to improper or incorrect method, and implicated the user interface as the involved component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.